Event description:
On (B)(6) 2010, a spectra penile prosthesis was implanted. On (B)(6) 2011, the entire device was removed and replaced with an ipp; reason for explant, "pt unhappy with spectra." Details not indicated. No pt complications reported.

Manufacturer narrative:
Should additional info become available regarding this event, it will be re-evaluated and a follow-up report will be sent.